Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6: proposed component code: mechanical (g04) - femur. The reported event was confirmed by review of the provided medical records. No product or pictures were returned; thus, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were reviewed by a healthcare professional and identified that findings conus with evidence of acl deficiency, instability, pain, and swelling reported. Radiographs were also provided and identified that the overall size was appropriate, and there were no signs of loosening, radiolucency, and wear. A definitive root cause could not be determined; however, findings concur with evidence of acl deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard cruciate retaining femoral component right 75mm item #: 183014 lot #: j7168291, biomet tibial tray 75mm catalog #: 141234 lot #: j7267250 g2 - report source - foreign: event occurred in the netherlands. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02727. H3 other text : investigation incomplete.

Event description:
It was reported that the patient experienced instability, pain and swelling approximately four (4) months following right knee arthroplasty. The surgeon advised a knee revision; however, the patient received a second opinion and has declined to proceed with a revision at this time. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.